Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis while performing automated peritoneal dialysis therapy, and the patient subsequently died. The cause of the peritonitis was unknown. The event was manifested by cloudy, ¿merky¿ effluent with noted fibrin. On the same day as the event onset, the patient went to the emergency room (ER). The patient was sent home that same day with unspecified treatment (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. The following day the patient was not doing better. Two days after the event onset, the patient returned to the ER and was hospitalized in the intensive care unit. The patient was treated with septra (dose, route, frequency, and duration not reported) and other unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. On an unreported date at the end of the same month as the event onset, the pd catheter was removed and the patient was switched to hemodialysis. Nineteen days after the event onset, the patient died. The cause of death was reported as peritonitis due to nocardia bacterial infection; however, it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Additional information: as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.